Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be completed.

Event description:
It was reported that the device was not cutting evenly during testing. No additional skin grafts were needed. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the rpm reading could not be done due to a broken neckpiece and the neckpiece, reciprocating arm, and thickness control lever were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.